Event description:
It was reported that the patient presented for a routine generator change procedure. The right ventricular lead exhibited over-sensing noise. During the procedure, it was noted that the lead also exhibited failure to disconnect due to scar tissue growth. The lead was explanted. The patient was in stable condition.